Event description:
We received a report that during the implantation of a tecnis zcb0000195 intraocular lens (iol) the lens started dropping to the vitreous; the patient had weak zonules. The incision was enlarged, the iol was removed and a suture used to close the wound. No patient injury reported. The iol was discarded at the site.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Although the initial report indicated that the intraocular lens (iol) had been discarded, the device was returned to the manufacturer. Visual inspection found the iol was cut in half. At 10x microscope magnification it was observed that one haptic was detached. Loose particles were observed on the sample compatible with handling the lens out of the sterile environment. Residue of viscoelastic (ovd) was detected in the optic zone (anterior and posterior sides). Based on the evidence observed, the complaint lens was handled for surgical use but does not indicate the lens was affected by the manufacturing process. The event reported could be related to ¿operational problem¿. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.